Event description:
It was reported to philips that the host pc did not start up, which could prevent the whole system from starting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse determined the issue with host pc. The cause of the host pc failure was not conclusively determined by the supplier's part analysis. However, replacing the host pc by the fse has resolved the issue. Fse verified the system operation, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.